Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product(s): 5071, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead failed to pace and had an undefined impedance. The lead was reprogrammed then replaced with a new lead. No patient complications have been reported as a result of this event.